Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off during impaction.

Manufacturer narrative:
Examination of the returned device confirms the complaint. The root cause is attributed to misuse and heavy usage. The tip and the end are extremely damaged and deformed. The date code pg1105 indicates the instrument was manufactured in november of 2005 and is over 9 years into distribution. Based on the investigation, the need for corrective action is not indicated.